Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down on its own. The customer was able to get it back up, but wants the event logs reviewed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6. Attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7. Attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10. Attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6) 2023 emailed the customer via microsoft outlook for device information: no reply was received.

Event description:
The customer reported that the central nurse's station (cns) shut down on its own. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) shut down on its own. There was no patient injury reported.

Manufacturer narrative:
Details of complaint:the customer reported that the central nurse's station (cns) shut down on its own. The customer was able to get it back up, but wants the event logs reviewed. There was no patient injury reported. Investigation summary:on a follow-up with the customer, customer indicated that after reviewing the logs, they believe that the unit never shutdown, and that it was just the monitor that turned off. Customer indicated that they no longer need further troubleshooting or assistance with the device. Customer suspected that the power cable of the device had been kicked.attempt # 1:on 07/11/2023: emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 2:on 07/13/2023: emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 3: on 07/24/2023: emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1:on 07/11/2023: emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 2:on 07/13/2023: emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 3: on 07/24/2023: emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 1:on 07/11/2023: emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 2:on 07/13/2023: emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 3:on 07/24/2023: emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 1:on 07/11/2023: emailed the customer via microsoft outlook for device information: no reply was received.attempt # 2:on 07/13/2023: emailed the customer via microsoft outlook for device information: no reply was received.attempt # 3:on 07/24/2023: emailed the customer via microsoft outlook for device information: no reply was received.manufacturer references # 300335891 - 178139 follow up 001.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the central nurse's station (cns) shut down on its own. There was no patient injury reported.